Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v592582, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v530441, implanted: (B)(6) 2011, product type lead; product ID 3550-09, lot# lc3033, implanted: (B)(6) 2004, product type accessory; product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a-33, lot# j0444109v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that there were stimulation and therapy issues. There was a loss of stimulation and therapeutic effect. Actions required as a result of the event was an explant. Diagnostic testing or troubleshooting was performed which included x-rays. There were 4 leads but only 3 registered. All 3 leads still connected to the implantable neurostimulator (ins) were removed along with the extensions and the ins. The patient status at the time of the report was alive no injury. It was unknown if there were any patient symptoms or complications associated with the event. The patient recovered without permanent impairment.